Manufacturer narrative:
The device was returned to smiths/ICU medical. The reported "cassette detached stay on" problem was duplicated. During investigation, found latch/lock optic flex circuit was non-functioning. The defective latch/lock optic flex sensor. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Oracle ro 1230626: it was reported that a problem occurred with cassette detachment. No patient injury was reported.